Event description:
Customer alleged discrepant blood glucose result of 350 mg/dl and 120 mg/dl testing was performed back to back within 1 minute on the compact system. Customer reported having no symptoms and reported taking no action/treatment based on results. A request was made for the return of the suspect device and replacement product was sent.

Manufacturer narrative:
Additional concomitant medical products: glucovance - 7 years - twice daily.